Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system (B)(4) on the procedure date of (B)(6) 2021 by an isi senior failure analysis engineer: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. A review of the site's complaint history was performed and there were no additional complaints related to this product. This event is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax which required the patient to be hospitalized with a chest tube placed. At this time, the cause of the reported complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had a pneumothorax that required placement of a chest tube and overnight hospitalization. It was noted that the lesion was in the far outer airways of the lungs. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.